Manufacturer narrative:
The evaluation confirmed a clogged air/ water nozzle was confirmed and foreign material was observed to exit the nozzle. Additionally, the bending section cover glue was cracked; the distal end cover had deep indentations; the control knob movement was has play and the angulations were below specifications; switch button number 3 is cut and a white dot on the image. The scope was repaired and returned to the customer. The original equipment manufacturer¿s investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The service center was informed that a customer evis exera iii gastro-intestinal videoscope was returned due to a report of the air/water channel clogged that first occurred during reprocessing. Upon inspection and testing, a clogged air/ water nozzle was confirmed and foreign material was observed to exit the nozzle. No patient injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to g3. Correction to g3 of the initial medwatch. The aware date should be 22-jul-2021. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. The specific root cause of the reported event cannot be conclusively determined. Based on the results of the investigation, the cause of foreign material clogged in the nozzle was likely from one of the following: 1. A piece of silicone rubber products used in endoscopy room and/or injection tube may have entered the nozzle. 2. Peripheral items used with the subject device were broken and fragments entered the air/water channel, and the nozzle became clogged. 3. Reprocessing method at the facility differed from the instructions for use recommendation and/or insufficient reprocessing after the previous procedure. 4. Reprocessing with using non-lint free gauze which caused the lint to enter the air/water channel and clogged in the air/water nozzle. The user may prevent the suggested event by handling the device in accordance with the instructions for use: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. 5.3 precleaning the endoscope and accessories: warning if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure. 5.3 precleaning the endoscope and accessories flush the air/water channel with water and air: caution to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure." Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.